Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. Hardware parts were replaced and the issue resolved. The end point svc was returned to the manufacturer for analysis. Analysis found that the endpoint could see wireless networks but would not connect to test wifi network. Analysis found that the reported event was related to a software issue. The sec app-amer-confd s8 svc was returned to the manufacturer for analysis. Analysis found that the dmz port was disabled. The unit wouldn't pass validation. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not connect to the wireless internet at the site. Additionally, the cable at the endpoint of the wan port and the network port to the dmz router were replaced without resolution. It was noted that the power light at the endpoint was illuminated but it was the only light powered on. The ports were then swapped and all connected were seated properly. The endpoint was observed to unavailable and the navigation system was restarted without resolution. It was reported that the network / wan port cable were re-wired for the wireless client without resolution. The wan port was then used to test connectivity with an alternative port and the port was re-wired which restored functionality. There was no patient present when this issue was identified. No additional information was provided.